Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n305395, implanted: (B)(6) 2012, product type: adapter. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3887-56, lot# l81426, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3887-56, lot# j0309657v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the patient wasn¿t sure what was going but she had a funny feeling and something was going on with the implantable neurostimulator (ins). She had never had this feeling before. It was confirmed there had been no falls or trauma. The patient reported they did an x-ray and the healthcare provider (hcp) wanted to send the patient to therapy. She never used to feel stimulation but now she was feeling stimulation, it hurt, and her legs hurt. The patient stated she felt like ¿the machine was going¿ while on the call. A request was made to meet with the manufacturer¿s representative (rep) at her next appointment on (B)(6) at 2:30. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.